Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated suppressed results for thirteen patients. The chemistries affected were creatinine (cr-s), direct bilirubin (dbil), and blood urea nitrogen (bun). The result error messages indicated that the result was either a.) Outside of the instrument range, low (oir lo) or b.) Outside of the reportable range, low (orr lo). The customer technical specialist (cts) assisted customer with troubleshooting the instrument by first instructing customer to wash all of the cuvettes, during which customer noticed a leak under reagent probe b. Customer stated that no one was harmed by or exposed to the leak. Customer then ran controls for the cartridge chemistries without receiving any suppressed results and with quality controls all within range. The cts asked customer to wash all the cuvettes once more, and to run the cartridge chemistry quality controls. Finally, the cts asked customer to verify instrument performance and to call back if customer had any further issues with results or leaks. Customer has not called back to report any issues.

Manufacturer narrative:
Although the root cause was not determined, the instrument issue was resolved including the cuvette wiper replacement and other maintenance procedures. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)